Event description:
It was reported that on (B)(6) 2012, a check was made of the external components, which were found to be damaged. During the first fitting with the new external components, it was seen that the internal device had malfunctioned. The patient no longer has any access to sound.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.